Manufacturer narrative:
Corrected information: d10: therapy date (transcription error).

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the cycler not progressing from the patient¿s dwell 4 phase. A review of the patient¿s treatment records identified that the patient¿s largest drained volume was 1571 ml during drain 3 of the treatment. All of the patient¿s drain volumes were at least 797% of the patient's prescribed fill volume of 107 ml. The treatment data was verbally provided by the patient and it was verified three times. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. There was no adverse event or serious injury attributed to the reported event. Multiple attempts were made to acquire additional information and to verify the reported treatment data, however, a response was not received.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the cycler not progressing from the patient¿s dwell 4 phase. A review of the patient¿s treatment records identified that the patient¿s largest drained volume was 1571 ml during drain 3 of the treatment. All of the patient¿s drain volumes were at least 797% of the patient's prescribed fill volume of 107 ml. The treatment data was verbally provided by the patient and it was verified three times. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. There was no adverse event or serious injury attributed to the reported event. Multiple attempts were made to acquire additional information and to verify the reported treatment data, however, a response was not received.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An as-received simulated treatment was initiated and completed without failures. During the treatment, weight of the amount of fluid in the pseudo-patient bag was recorded after each fill, and compared the weighed fill values in each cycle with the treatment's programmed fill setting. The cycler weighed fill volume values were within tolerance. The cycler underwent and passed a system air leak test, valve actuation test, and check functionality of the patient sensors. An internal visual inspection of the cycler found no discrepancies. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the cycler not progressing from the patient¿s dwell 4 phase. A review of the patient¿s treatment records identified that the patient¿s largest drained volume was 1571 ml during drain 3 of the treatment. All of the patient¿s drain volumes were at least 797% of the patient's prescribed fill volume of 107 ml. The treatment data was verbally provided by the patient and it was verified three times. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. There was no adverse event or serious injury attributed to the reported event. Multiple attempts were made to acquire additional information and to verify the reported treatment data, however, a response was not received.